Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.5mm x 220mm x 150cm coyote otw balloon catheter was advanced for dilatation. However, during first inflation at 14 atmospheres for 2 minutes, the balloon ruptured. The device was removed, and the procedure was completed with another 2.5x220 coyote balloon catheter. No patient injuries reported, and the patient condition was good post-procedure.